Event description:
On february 27, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported a discrepancy between blood glucose (bg) and one of the first sensor glucose (sg) readings. The user was unable to remember the time of the discrepancy, and the value provided was not entered around the reported date. Review of the sensor data available in the data management system (dms) indicated that the system was working within expectations. The observed discrepancy occurred during the initial post-insertion period (early wear time), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. The user acknowledged this guidance and agreed to continue use of the system as instructed. Dms review confirmed the system was current with active use.